Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the pacemaker was in 8k telemetry mode when interrogated prior to implantation. The device was not used. There was no patient involvement.

Manufacturer narrative:
Device was received at normal range of operation. Analysis of device was performed, did not find any issues or anomalies, and device was able to communicate through high power telemetry during the entire analysis. Longevity assessment was performed, device was in the normal range of operation with appropriate remaining longevity.

Manufacturer narrative:
The foreign box should have been checked.